Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
2 of 2 reports. Other mfg report number: 3014334038-2022-00125. A facility reported that after successful zeroing and implantation, the monitor started showing negative value (-50). The value slowly recovered to 0 and the cerelink monitor indicated that either the sensor or the cable had to be replaced. After replacing the cable everything seemed to be working as expected. No patient injury.

Manufacturer narrative:
Cerelink microsensor was not returned for evaluation (remains implanted); therefore, an evaluation of the device could not be performed. Lot number information has been provided; therefore, manufacturing records were reviewed and found no anomalies. The cause(s) of the difficulty reported by the customer could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed. A corrective and preventive action was opened to investigate the failure mode of "out of range reading". The root cause investigation will be captured under that action.

Event description:
N/a.